Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 390 mg/dl. Cause of the high bg is unknown. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2024 with no permanent damage and the issue resolved. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.